Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed after removal.

Event description:
We were revising a reverse total shoulder. The baseplate with the glenosphere came out all together. There was no ingrowth on the baseplate. The patient had no infection. The surgeon had to covert him to a hemi arthroplasty as there was no bone left around the glenoid.

Event description:
We were revising a reverse total shoulder. The baseplate with the glenosphere came out all together. There was no ingrowth on the baseplate. The patient had no infection. The surgeon had to covert him to a hemi arthroplasty as there was no bone left around the glenoid.

Manufacturer narrative:
The reported event a 5572-4532 - 4.5mm peripheral screw - 32mm alleged that ¿the baseplate with the glenosphere came out altogether. There was no ingrowth on the baseplate." Could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Provided x-ray image showed the implanted devices and was dated 09/27/2017 presenting a follow-up. Provided image did not identify a product matter. The affected device appeared being intact on the image. The event description already identified missing ingrowth on the baseplate which is considered being patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. With available information a product deficiency was not verified.